Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2004 where she was implanted with a stryker hip system. It is further alleged that her left hip had to be revised on (B)(6) 2016 due to excessive levels of chromium and cobalt levels revealed in blood-work.